Manufacturer narrative:
In a good faith effort (gfe) response from the customer, it was clarified that the device was outside of use at the time of the reported problem. The customer confirmed that the central processing unit (cpu) printed circuit board assembly (pcba) was replaced to resolve the reported issue. The customer requested assistance with reprogramming the newly installed cpu pcba to enable the software options and install the device's serial number. The rse provided the customer with the requested information to complete the device setup following the cpu pcba replacement.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was brought to the biomedical engineering office with a ¿watchdog test failed 100b¿ alarm. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer confirmed to the remote service engineer (rse) that the diagnostic code was found in the device diagnostic report (drpt). The rse informed the customer that it was advised to replace parts in the following order: central processing unit (cpu) printed circuit board assembly (pcba), motor controller (mc) pcba, and then the flow sensor assembly (fsa). The customer requested the part information for the cpu pcba and the rse provided it.